Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional reported that implantable neurostimulator (ins) replacement was needed because the patient¿s ins was not holding a charge, the ins was not working, and the battery was ¿burning¿ the patient at the device pocket. It was unknown whether the burning at the device pocket was considered a sudden or gradual change in therapy/symptoms. The healthcare professional mentioned that the patient had ¿issues with narcotics,¿ so the healthcare professional was unsure of whether some of these allegations were accurate. It was further reported that the patient¿s healthcare professional confirmed the patient needed ins replacement. The reporting healthcare professional did not know the date of the replacement surgery, however the reporting healthcare professional knew the procedure date was coming up soon. It was also reported that the patient was currently in the hospital, however the reporting healthcare professional did not know the patient¿s current status or how long the patient had been in the hospital. It was unknown whether the patient had recovered completely as the patient had not yet had the replacement surgery as of (B)(6) 2016. It was later reported that the healthcare professional thought the ins was defective, and device analysis was requested. No event cause was reported for this event. No outcome or troubleshooting was reported for this event. Follow up information was requested to determine event cause, event outcome, and troubleshooting performed related to the reported issues. If additional information is received, a follow up report will be sent. The patient¿s indications for use included spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was burning the patient. Her skin was coming off and it was burning to the point of blistering at the ins site. It was also reported that it felt hot and so painful; "next degree down can see capillaries." It was noted that the patient had used a heating pad a few days prior to (B)(6) 2015. She used an electric blanket on occasion, but she had been doing this for two years and this was not anything different. She did not sleep with it and it is not on it directly. Additional information received from the consumer via the manufacturer representative reported that patient had a burn over the implantable neurostimulator (ins) site. The circumstances that led to this event included the battery was not charged and had not been charged/used in over a month. Steps taken to resolve the issue included a visit to the healthcare professional's office. Interrogation was not possible due to the burn and the ins not being charged, and they were unable to charge until the burn healed. In addition, they were working to get the programmer replaced. The patient's status was alive with injury. The burn over the battery seemed unrelated to usage or charging; the battery had been off for over a month prior and there was no charging for over a month. The cause of the burning was not confirmed, but it was determined not to be device related. It was noted that the patient had an appointment scheduled for (B)(6) 2015 to assess the patient's burn and the ins not being charged. It was further reported that they were waiting for the patient's burn to heal, and the patient had cancelled her appointment for (B)(6) 2015. It was determined that the patient was unable to charge because of the burn, which was unrelated to usage or charging. Additional information received from the consumer reported that the implantable neurostimulator (ins) battery was not holding a charge and the ins had burned the patient severely. The ins had never held a charge properly; it always took up to 12 hours to charge and went dead in two hours. It was clarified that the ins battery had "died" in (B)(6) 2015, and the patient went to bed with it. When the patient woke up to take a shower, her skin was burned and started peeling off. It was noted that the patient was put on pain medication due to the burn. The patient stated she was told she needed battery replacement. It was also reported that the manufacturer representative was notified of the battery issue and the patient getting burned severely in (B)(6) 2015; the manufacturer representative was present at all of the patient's appointments with the healthcare professional. The reported "burning at the ins site" was previously determined to be unrelated to the device/therapy, however additional information received now suggests the "burning at the ins site" is related to the device/therapy. If additional information is received, a follow up report will be sent.